Manufacturer narrative:
Additional pro code: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083006.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure where the lead was removed and replaced. Additional information was received that the patient was doing well post operatively. It is unknown which one of the two implanted leads was the one that was removed and replaced.

Manufacturer narrative:
Additional pro code: qrb. Visual and x-ray inspection of the returned sc-2317-70 sn (B)(6) lead revealed that this lead was bent/kinked near the set screw mark of the clik anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure where the lead was removed and replaced. Additional information was received that the patient was doing well post operatively. It is unknown which one of the two implanted leads was the one that was removed and replaced.

Manufacturer narrative:
Additional pro code: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure where the lead was removed and replaced.